Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6 the device was returned to olympus for inspection and the reported failure was not confirmed for scope communication error 30. In addition, the following reportable malfunctions were identified during the device evaluation: image transmission error (image flickering), scope communication error codes 216 or 237. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, that the videoscope had a b30 error with the image flickering. The issue was found during set up. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.